Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04903. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed and the OEM determined that there is no manufacturing, material or processing related cause for this failure mode. The product was manufactured in 2011 (the service life of the product is 6 years). The OEM noted the brightness adjustment performance of this product does not change even in water on the specification. The potential root cause of the reported event(s) has been determined to be due to the following: - it is presumed that the image flickered because the ccd unit failed due to aging degradation. - it is presumed that the image became very bright when the camera head went in the water because the product was handled under special circumstances. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter stated that the device will not be made available for evaluation. The reporter stated that no additional information is available. Olympus is attempting to obtain additional information from another user facility contact. If additional information is provided and/or if a device is returned for evaluation, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device is producing static, flickering and very bright once immersed in the water. The reporter stated this was discovered during procedure however; no patient harm. The reporter stated that the procedure was completed but not with the same device. Additionally, the reporter stated that there were other devices involved in the event but these devices are not known. The reporter stated that further information could not be provided.